Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt was trying to charge up their ins and noticed the last couple days seeing the "settings not available" screen. Pt stated that on the (B)(6) 2023 they had si surgery and did not need the spinal cord stimulator (scs) because they were on pain medicine. Now they were not taking pain meds so they wanted to charge up their ins to use. Pt stated that they were not feeling stim and was seeing this message when trying to figure out why they were not feeling stimulation. Pt stated that yesterday they felt a light sensation now today nothing. Pt states yesterday was at 100% and this morning the battery was low so pt stated the device was working. Pt noticed they were not getting sensation in legs and now when they went to charge they saw settings not available. Pt stated that it was taking 1.5 hours to charge. Pss reviewed that there was not much to do over the phone with this error code and advised to check battery level of ins first and then to lower the stimulation in the groups that pt was not using. Pt only used one group b and went to a however that was not programmed yet. Pt states last time went they changed everything to b. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. If information is provided in the future, a supplemental report will be issued.